Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed compromised force sensor system. Customer's blood glucose was 120mg/dl at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed the stop current test, run current test and displacement test. Unable to perform the self -test, error test, off no power test, prime test, occlusion test and no delivery test due to prime alarm. The insulin pump had cracked battery tube threads, broken belt clip slot and minor scratched display window.